Event description:
Reporter stated that patient performed back to back testing on the advantage system with results of 420mg/dl and 183mg/dl. No quality controls were run. No adverse event reported. Strips from that time are no longer available. A replacement was sent.